Event description:
The medwatch report received from the user/facility states: "pt had a central line removed, and in that process, a fragment was noted to have fractured away. Chest x-ray taken on this date shows the catheter fragment in the superior vena cava and extending partially into the left innominate vein. A 5-6 cm long fragment was seen in the superior vena cava extending into the left innominate vein. During initial removal attempts, this catheter was pulled into two separate pieces that ultimately were removed separately. There was one very small fragment that came off of one of the pieces into the hemostat as the hemostat was used to extract this fragment from the vascular sheath."